Manufacturer narrative:
One certain® titanium hexed screw was returned for inspection. The collar, drive feature, and body are noted to be worn, indicating use. The threads have tissue attached within. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® titanium hexed screws, it is recommended to torque at 20ncm. Complaint indicates that the iuniht screw loosened. The alleged event is non-verifiable with the information provided. A root cause could not be determined for this complaint. No immediate corrections are required as this event is not thought to be the result of a manufacturing deviation.

Manufacturer narrative:
(B)(4). Device has not been returned to manufacturer. Product no returned to manufacturer.

Event description:
It was reported that abutment screw became loose the next day after implant was restored. It was removed and replaced.

Manufacturer narrative:
The following sections were updated: device available for evaluation: change ¿no¿ to ¿yes.